Manufacturer narrative:
Reliability analysis was not required due to the sealed sensors being expired. Inspected two opened/used partial sensors and performed visual inspection and found both sensors to be damaged. One of two sensors had the insertion needle bent inside the sensor base. The second sensor performed visual inspection and found the sensor cannula retracted inside the sensor base. Found no broken cannula during analysis. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he was having issues with the sensor. Customer stated the transmitter wasn't connecting with the sensor. Customer's blood glucose was 111 mg/dl. Troubleshooting was performed on the transmitter and no anomaly was noted. However, the customer was advised to remove the sensor. He noted the sensor was damaged, it had no electrode. The customer agreed to return the device for analysis.